Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/09/2014 with the following findings: during a visual inspection of the pump, no evidence of moisture ingress was visible behind the display lens or in the battery compartment; however, the battery compartment and casing near the display lens were observed to be cracked. A leak test was performed and failed due to the battery compartment crack and a leak in the casing due to the damage. The pump case was removed and evidence of moisture ingress was found. Unrelated to the complaint, the pump did not emit vibratory alerts. The pump case was removed, and corrosion due to moisture was found on the vibration components. Additionally, all of the pump keypad buttons were intermittently unresponsive. No damage was found to the keypad cover. The keypad cover was removed, and contamination was found under all button contacts. Also unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.